Event description:
Literature was reviewed regarding a comparison self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses. The study population included 112 patients with a mean age of 78 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 64 patients were implanted with a medtronic corevalve or evolut r bioprosthetic valve. Four peri-procedural deaths occurred with corevalve or evolut r patients which were potentially valve or procedure-related. The causes of death were included: coronary obstruction, accidental injury of the rca venous-bypass graft resulting in right heart failure, aortic root abscess formation, and endocarditis resulting in sepsis and multiple organ failure. Other deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all corevalve or evolut r patients, non-death adverse events included: major vascular complication, bleeding complication, valve dislodgement, coronary obstruction, arrhythmia requiring permanent pacemaker implant, elevated mean gradients of 18 mmhg, and conversion to open surgery for unspecified reason. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: nikolayevska et al. Comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses. Clin res cardiol. 2024 jan;113(1):18-28. Doi: 10.1007/s00392-023-02181-9. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.